Event description:
The manufacturer was informed of the following event through patient tracking department. Based on the information on the patient's implant form, on (B)(6) 2022, memo 3d semirigid annuloplasty ring smd26 was implanted and explanted intra-operatively. No allegation of device malfunction nor serious injury on the patient has been received from the hospital regarding this event.